Manufacturer narrative:
Continuation of d11: product ID neu_unknown_lead. Lot# va1cn5j. Implanted: on (B)(6) 2017. Explanted: on (B)(6) 2019. Product type lead product ID 3889-28. Lot# va24e0k. Implanted: on (B)(6) 2020. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient experienced too much stimulation in the toes since the implant in (B)(6) 2017. The ins serial number and device implant dates were provided. The abandoned portion of the lead was left in place. The physician could not remove it as the lead broke. It was noted that this information was confirmed with the physician/account.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(4), product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2023, UDI#: (B)(4). Foreign report source: (B)(6). Please note, device codes (B)(4), patient codes (B)(4), and method code apply to the lead with lot # va1cn5j. Device code (B)(4) and method code apply to the lead with lot # va24e0k. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving good stimulation, but was not happy because he was feeling too much stimulation at the toes. The leads were removed in (B)(6) 2019. Upon attempting to remove the patient's two leads, the healthcare professional (hcp) was only able to remove one and with the other, the four distal contacts remained implanted. The hcp was having difficulty placing leads and they were unable to place a new lead into the fourth sacral vertebrae (s4) without having stimulation go above 2 milliamperes (ma), so the hcp wanted to place the lead in s3 which was where the four abandoned contacts were.